Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in an unspecified vessel, the foxcross balloon ruptured when inflated to 10 atmospheres. The device was removed and there was no adverse patient effect. Though requested no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4): the device was received. Investigation is not completed.